Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a stain at electric contacts of the system. However, the definitive root cause is unable to be determined since we are unable to duplicate the event. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection 3.8 inspection of the endoscope¿ as below. [Inspection of the endoscopic image]. Confirm that the wli (white light imaging) and nbi (narrow band imaging) endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. Additional findings include the following: due to a pinhole on universal cord, water tightness was lost and adhesive on bending section cover had a chip. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1: (B)(6).

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had a black and white noise screen when connected to the video connector. The issue was found during preparation for use of a therapeutic procedure. There was no delay, and the intended procedure was completed with the same device. There was no patient harm associated with the event.